Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 7018401. Model/catalog description: infinion cx lead kit, 70cm. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent a revision wherein leads were replaced.